Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-05046 and 2134265-2018-05282. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter and a pullback sled to view the target lesion. However, it was reported that ilab ultrasound imaging system froze and turned blue screen during pullback. The issue was resolved after turning off and on the ilab main switch, but error 11006 occurred which correlates to "archive failed. Cannot convert case to dicom" and it could not perform network transfer. No patient complications were reported.